Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the defib test. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed the defib test. There was no patient involvement. The returned power pca was investigated by the failure analysis lab. The reported problem was verified during lab test. Investigation was performed and the problem was localized to a defective hex schmitt inverter u1709 . The inverter was replaced with a known good one and the unit passed all tests related to it.